Event description:
Initial result for a pt troponin was 0.117 ng/ml. When repeated, the result was <0.010 ng/ml. The field service representative found a tube leaking and repaired the instrument by replacing the tube.